Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with their merlin mobile application. It was suspected that the device exhibited a bluetooth telemetry issue. Telemetry was successfully restored in clinic. There were no patient consequences.

Manufacturer narrative:
The reported event of no ble was resolved with troubleshooting steps in clinic. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.